Event description:
--

Manufacturer narrative:
The lead is scheduled to be returned for analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The guidewire was unable to be inserted successfully during testing due to a clogged lumen. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Boston scientific received information that during a routine follow up, it was observed that the left ventricular (lv) lead was not capturing. It was discovered that the lead had dislodged. Subsequently, the lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.